Event description:
It was reported, the insufflation unit turns on and off by itself, mainboard defect. The issue occurred during installation before a therapeutic otolaryngology surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 09 years, since the subject device was manufactured. Based on the results of the investigation, it is likely, the event occurred, due to failure of the main board. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.